Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer also reported multiple cartridge alarms occurred during pumping. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.